Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/28/2015 and found and replaced tubing with a hole in it at pinch valve pv37, from feed-thru fittings ff107 to ff124, to resolve the leak. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(6).

Event description:
The customer reported a blue fluid leak of approximately 5ml from a coulter lh 500 hematology analyzer onto the tabletop while the customer was performing maintenance. The leak was not contained. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, glasses and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.